Event description:
Customer alleges discrepant results with meter compared to lab: date; (B)(6) 2010, inratio: 4.3, lab: 3.2. Pt's target therapeutic dose is 3.0-3.5.

Manufacturer narrative:
Investigation pending.